Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was admitted to the emergency department after the pump started alarming. The pump was interrogated and the logs showed that a motor stall had occurred. One hour and thirteen minutes later the pump had stopped alarming and the logs indicated that the motor stall had recovered. Over the next 8 days the alarms, motor stalls and recoveries continued. The time until recovery varied with some being greater than 2 days. No other events or interventions were reported to have occurred at or preceding the alarms. The pump was programmed to minimal rate and therapy was supplemented with oral baclofen until the pump was replaced. The pump was used to deliver baclofen.